Manufacturer narrative:
The patient's death was unrelated to the stellarex device or procedure. The patient's death was unrelated to the stellarex device or procedure, thus the paclitaxel drug did not cause or contribute to the patient¿s death. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Foreign- (B)(6) / study name: (B)(6), patient ID #(B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2015, the patient underwent an index procedure to treat a 120 mm, 80% stenotic denovo lesion in the right distal sfa. The lesion was predilated using a 5 x 80 mm balloon inflated to 8 atm, with a residual stenosis of 10%. Next, a 6 x 120 mm stellarex balloon was inflated to 7 atm for 3 minutes, resulting in 0% stenosis. Then, a 6 x 40 mm stellarex balloon was inflated to 6 atm for 3 minutes, with 0% residual stenosis. No complications occurred and the patient was discharged to go home the following day. The subject completed all required study followup visits through 12 months with the last visit occurring (B)(6) 2016. On (B)(6) 2017, the site became aware that the patient had died (B)(6) 2017. The patient was admitted on (B)(6) 2017. The patient had extensive pulmonary emboli associated with a lung tumor with no treatment options. Initially, the patient was in a relatively good condition as long as oxygen was administered. On (B)(6) 2017, there was a significant respiratory deterioration, for which subcutaneous morphine was administered. The patient died the following day, in the presence of his family.